Manufacturer narrative:
The returned product did not illuminate when the light button was depressed to activate light. Product is from a known lot of materials that do not illuminate after transit, a correction was implemented to 100% sort all handles from this supplier to ensure they function as intended.

Event description:
The customer alleges that "handles failed to light." No other details were provided and no patient injury/harm reported.